Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: the black box starts on (B)(4) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(4) 2013 have been overwritten. A review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose (tdd) adds up correctly and reflects the user programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he was treated at the ER with IV glucose after he went unconscious and his blood glucose reading was 14 mg/dl. This incident occurred during (B)(6) 2013. Since that incident, his insulin regimen has been changed to prevent any further low blood glucose. His blood glucose reading is currently within the acceptable range with an occasional blood glucose reading above 300 mg/dl. The patient was unable to provide any details about what transpired prior to the alleged hypoglycemic episode. There was no evidence of a product malfunction. This complaint is being reported because the patient required medical intervention for a blood glucose reading of 14 mg/dl while on insulin pump therapy. Use error or intentional misuse associated with the animas product could not be ruled out as a contributor of the report event. Hence, this complaint is being reported.